Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that a hole was identified in the packaging of the custom kit during preparation for a medical procedure. No patient injury to report.